Manufacturer narrative:
(B)(4). It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient experienced bleeding at sensor insertion site. Patient described the bleeding as small drops of blood. Patient stated the cause of the bleeding was the sensor needle. Sensor was inserted at the abdomen on (B)(6) 2015. Patient treats the affected area with vastracin ointment that was previously prescribed by her physician. Patient did not seek medical attention for this event. No additional event or patient information is available.